Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went to the emergency room due to high blood glucose as well as diabetic ketoacidosis on (B)(6)2018 with blood glucose of 500 mg/dl to 600 mg/dl at the time of incident and current blood glucose was 482 mg/dl. The customer was treated with insulin pump, manual injection, insulin drip and other potassium and electrolytes. The customer experienced symptoms such as vomiting, nausea, abdominal pain and difficulty breathing. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging that the insulin pump was under delivering because customer reported it several times and blood glucose was still same. Customer declined troubleshooting for under delivery. The insulin pump will be returned for analysis.